Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was around 300 mg/dl. Blood glucose level at the time of the call was 376 mg/dl. During troubleshooting, the customer stated that the device's drive support cap was loose. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.